Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event manifested by abdominal pain and cloudy effluent . The cause and treatment were not reported. It was reported the patient visited the out patient department; however, it was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome was unknown. Physioneal therapy was ongoing. No additional information was provided as the reporter declined follow up.